Manufacturer narrative:
Investigation revealed that when the device was powered-up a communication warning message was displayed indicating that the data-pak was not making a good connection with the AED. The AED could only be partially programmed. Engineering's investigation found that the internal 50 way connector was wired correctly but over time, the cable had worked loose causing the communications error. It was unk whether the device was stored with a data-pak installed (as stated in the user manual) - if the customer did store the AED with the data-pak installed, weekly self test would have alerted the user to this fault. Downloaded information from the data-pak showed that the device had failed the self-test in 2007. This test failure would have caused the status indicator to alert the user to a fault. The customer or distributor did not contact heartsine about this self-test failure at the time it happened. This is the only report of this nature received by heartsine technologies.

Event description:
During an attempt to upgrade the software of the device, the dealer encountered an alarm message upon installation of the battery.